Event description:
Oversensing was reported and the associated ICD was changed. Based on analysis results it was decided to report this event for this involved lead too. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The lead was not returned for analysis. Thus the analysis is based on the inspection of the returned ICD as well as on the manufacturing documents of both devices. Prior to the analysis of the ICD, the quality documents accompanying the manufacturing process for lead and ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The available iegms revealed the presence of noise in the right ventricular channel. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, nothing was observed during analysis of the ICD which might have led to the clinical observation. The device was fully functional. There was no indication of an ICD malfunction.